Event description:
It was reported that a no flow was observed in an lv 5 infusor. This occurred during a patient infusion of an unknown drug. The reporter stated that the infusor was brought to the hospital by the patient, where the no flow was observed by hospital personnel. Force priming was performed and the flow was confirmed before connecting the infusor to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: june 21, 2013 - june 24, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One unit was received with approximately 195 ml of fluid in the bladder. The sample was visually inspected, and no flow was confirmed at the distal luer. Microscopic examination of the flow restrictor showed evidence of a crystallized drug blocking the fluid path at the end of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.